Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture needle driver instrument had a broken wire. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted. The issue occurred during a hysterectomy procedure. There was no collision of the instrument with other instruments during the procedure. The issue was not related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. There was 1 cable protruding from the distal end of the instrument, however, there were no fragments that fell inside the patient's anatomy. The protruding cable is the one that controls the opening/closing of the jaws and not the up/down motion of the wrist. Additionally, a review of the provided image is consistent with the allegation of a broken wire.